Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -6.50/2.5/170 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was removed and exchanged for a shorter length lens on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as "too long diameter."

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in liquid in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim# (B)(4).